Manufacturer narrative:
We are currently conducting a thorough investigation of all conditions related to this report and will provide FDA with more information as necessary.

Event description:
The consumer experienced pain while trying to remove a u by kotex click tampon. With assistance, she was able to remove the tampon. Upon inspection, she saw what appeared to be a needle embedded within the tampon. She sought medical attention in ER on (B)(6) 2018, and a pelvic exam revealed three abrasions in the vagina. She was prescribed flagyl (metronidazole) for seven days and naprosyn (naproxen) as needed. She was discharged on the same day. On (B)(6) 2019, she had an annual exam and follow up with her gynecologist. Per medical records, lacerations appeared to have healed.